Event description:
1450 hrs. Approx 5 mins. After physician performed pulmonary artery wedge pressure, pt developed sudden onset of frank blood in endo tracheal tube. Became unresponsive, bradycardic, cardiac arrest. Unsuccessful resuscitation-including opening chest, intracardiac epinephrine, internal cardioversion. Pronounced dead at 1459. Physician suspected pulmonary artery rupture. Family refused autopsy.